Event description:
It was reported that the pt's intrathecal drug delivery sys was removed due to infection. No date, symptoms or pt outcome were reported. Add'l info has been requested, but was not available as of the date of this report.